Event description:
Implanted pain pump did not work properly- did not deliver medication. Pump explanted and replaced with new pump.the patient was due for a pump refill in may and therefore when the reservoir port was accessed a total of at least 17 cc of medication was suctioned from the pump reservoir. Based on the infusion rate and the telemetry, the patient was supposed to have only 2.9 ml in the reservoir. The medication was sent for further analysis. At that time, a rotor test was indicated and performed. The rotor test wasperformed after contacting the medtronic headquarters. Based on the type of pump and the calibration constant, it was estimated that a13.61 mcg bolus over a 42 second period would produce a 90 degree rotation of the rotor. X-rays were obtained and demonstrated malfunctioning of the rotor system/pump failure.